Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor speed dropping, and a corresponding alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review from the returned and associated centrimag 2nd generation primary console. A review of the downloaded log file showed events spanning approximately 62 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2023 per time stamp). Events prior to (B)(6) 2022 are not relevant to this reported event. The console was powered on on (B)(6) 2022 at 01:25. The console was operating a motor at a speed of 3800 rpm with a flow of: 4.00 lpm. At 04:51, the motor speed dropped to 4 rpm and the flow to 0.013 lpm. ¿set pump speed not reached: m5¿ and ¿flow below minimum: f3¿ alarms activated. The motor speed and flow quickly recovered resolving the active alarms. At 05:14, the pump was stopped due to user request. The console was shutdown at 05:15. There were no other notable events active in the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis to the european distribution center (edc). Upon initial observation, the motor cable was kinked near the motor body bend relief. The motor was functionally tested and operated as intended. The reported event was unable to be reproduced; however, the motor was scrapped due to the kink in the motor cable. The motor was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a calibrated test console, flow probe, monitor, and mock loop. The motor was tested at various speeds for an extended operation and functioned as intended. The motor cable underwent resistance testing and slight increased resistance was observed on some wires within the cable. The motor cable was stripped at the kink in the cable and there was no damage to the underlying wires. Additional provided information communicated on 05jan2023 stated that when moving the motor from the retrieval trolley to the patient¿s ECMO cart, 3800 rpm reduced to 0 rpm spontaneously. Adjustment of the motor cable resumed 3800 rpm. Additional provided information communicated on 17jan2023 stated that they are not aware of any troubleshooting that was performed. It is unsure if exchanging the motor resolved the issue. The root cause for the reported event was unable to be conclusively determined through this analysis; however, the wire fatigue within the motor cable has the ability to contribute to this reported event. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 7 entitled ¿setting up the system¿ cautions ¿before each use, verify that the cable connecting the motor to the console is not kinked, which can occur with improper handling such as wrapping the cable tightly around the motor. If the cable is kinked, replace the motor¿. The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m5 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when moving the centrimag motor from the retrieval trolley to the patient's extracorporeal membrane oxygenation (ECMO) cart, the speed reduced from 3800 rotations per minute (rpm) to 0 rpm spontaneously. A message appeared on the console that said "? Unable to achieve set rpm". The motor was exchanged. Console MFR # 3003306248-2023-00002.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.